Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Visual evaluation revealed that the top jaw is not closing completely. Functional testing was not performed as the device is damaged. The cause of the reported failure is an internal manufacturing issue, addressed on ncr-28217.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-13999mf fast pass scorpions jaw does not fully close. This was noticed during a case, where the patient was not affected.